Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown screwdriver. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that despite of pre-drilling during surgery, the screw heads and drill bit broke in the psi (patient specific implants); the screwdriver broke as well. The shafts of the screws are still in the implant, only the heads of the screws will be returned and the drill bit was discarded. This report is for an unknown screwdriver. This report is 3 of 4 for (B)(4).